Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it took forever to charge and keep coupling boxes, she could get all eight and then it went to zero boxes. The patient stated that stimulation had stopped. Troubleshooting was able to get 6-8 boxes, however, after several minutes the boxes dropped to zero without the patient moving. The antenna was damaged and a replacement was sent. Further information received from the consumer reported that she had received the antenna and it was great and confirmed she was getting all coupling bars. The patient noted that she needed to turn therapy on because her legs were hurting bad that morning. The indication for use was lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.